Event description:
Information received from the field notes that the device was in back-up mode and would not interrogate or respond to magnet application. The device was pacing at 67 ppm in vvi mode. The patient was in the ICU for non-pacer related reasons. Software download attempts were unsuccessful. There were no negative outcomes.